Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling noted and no unexpected pump resetting during testing. Unit received with cracked reservoir tube lip, battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump experienced keypad issues. The customer stated that a button became stuck while trying to set a temporary basal rate. The customer stated that the numbers went up and that the insulin pump then reset itself. The customer took the battery out, reinserted the battery and was still unable to press any of the buttons to clear the screen. The customer's blood glucose was 142 mg/dl. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.